Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to fully retract the formed needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient reported high bg levels through the night, despite the fact that she refrained from eating/ pod was eventually removed. The patient's blood glucose history is as follows: date: 2/14, time: 11:00pm, bg(mg/dl): 128; 2/15, 7:30am, 291.